Event description:
It was reported that the user¿s ilet system behavior was inconsistent and the caller requested to speak with engineering; the user was advised that an appointment with an advanced trainer would be scheduled and a blood glucose questionnaire on lows was collected. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education via the scheduled training session. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.